Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 failed to open and shows an error message as invalid cubie memory and fails to stay close. A field service engineer manually removed the bad pocket, and the user was able to load medication into the empty pocket. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the pocket b5 in drawer 4.2 failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients, but the user was able to get medication from the other station/pharmacy. However, there were no adverse events or injuries reported based on this event.